Event description:
It was reported that during the implant procedure high, out of range, pacing lead impedance was observed. The lead was replaced. The patient condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.